Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent revision spinal fusion surgery on the lumbar region of her spine from vertebrae l4-s1 using transforaminal/posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterior elements). Surgical findings confirmed pseudoarthrosis at the l4-5 level. In addition, there was nerve root impingement at l5-s1 on the right and the exiting l5 nerve was very inflamed. Imaging in (B)(6) 2015 revealed a combination of breakdown at l3-4 (the level above her fusion), as well as right lateral recess and right foraminal stenosis at l5-s1 due to bony overgrowth. In an effort to avoid additional surgery, bilateral transforaminal epidural steroid injections at l3-4 were recommended and performed. Patient continues to experience chronic lower back pain radiating down her right leg, numbness/tingling and swelling in her right leg and foot, and foot drop. She experiences difficulty sitting, standing and walking, and is constantly falling. She requires a cane and motorized wheel chair for assistance and also uses a walker on occasion. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.